Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to a break in the is-1 connector. The physician elected to replace this lead with a new endotak lead of the same model.